Event description:
Information was received indicating that during the use of a smiths medical portex tubes blue line ultra (blu), it was reported that it could not fully enter patient's tube. An airway obstruction was suspected. Subsequently, a tube change out was required. There were no further reported adverse effects.

Manufacturer narrative:
Device evaluation : one portex blue line ultra suctionaid was received for investigation in used condition, without the original packaging. Immediate visual inspection of the sample found no discrepancies. A syringe was used to inflate the cuff of the sample and submerge under water in order to verify any problem with inflation/deflation or verify any leaks. No leaks or issues were found. In addition, inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was not confirmed. No fault was found with the returned sample.